Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure an operating room (or) staff contacted intuitive surgical, inc. (Isi) technical support to report erbe error 1-02. Before calling for assistance, the site had already contacted an isi field service engineer and switched to a third-party generator in order to continue the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the customer reported error and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Visual inspection revealed deep scratches and areas of chipped paint on the right side of the unit¿s cover/housing. During further functional testing, error 1-02 was observed at startup, and review of the internal generator log additionally identified error c-00. The probable cause of error 1-02 is attributed to a faulty electrical component inside the iesu. This error indicates a defective program memory discovered during self-check after reset.